Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. During functional testing while running a set on the pump, the pump passed both of the upstream and downstream occlusion testing, air-in-line test, and the pump was tested for the flow rate testing and was within specifications. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition 'this pump has failed the flow accuracy test 6 times' was not verified. Troubleshooting the device revealed no hardware/software abnormalities that would induce the reported allegation. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump had failed the flow accuracy test 6 times. The problem was found during testing at the biomedical service department. There was no patient involvement. No additional information is available.